Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated the following: during a procedure on a female pt, the balloon burst. The target vessel was the iliac artery which was reported to be calcified. The inflation was done by hand injection, so the burst pressure was not known. There was no reported pt injury. Another balloon was used to complete the procedure successfully. There was no reported pt injury. The prod is available for eval and testing. However, the prod has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.